Event description:
An aus device was implanted on 01/18/85. The balloon and cuff were revised on 03/08/85. The entire device was removed from the pt and replaced on 06/19/97 due to recurring incontience.